Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events (gastrointestinal bleeding, anemia, syncope) could not be conclusively established through this evaluation. It was reported that the patient was admitted for a pre-syncopal episode most likely secondary to gi bleeding and anemia. The patient experienced symptomatic pi events with speed drops so the vad speed was reduced by 100 rpm to 6100 rpm. Log files were submitted which confirmed the speed change to 6100 rpms. No atypical events were captured. The pump appeared to function as intended at the set speeds. Additional information received from the customer on 27jun2021 stated that the event for syncope and bleeding was confirmed and took place from (B)(6) 2021- (B)(6) 2021. An enteroscopy revealed actively bleeding jejunal lesion and hemostasis was achieved with clipping. During the admission, the patient experienced shortness of breath. They were transfused with 2 units of packed red blood cells (prbcs) and their anticoagulation was restarted post procedural intervention. The patient was stable and discharged home. They were later seen in clinic for iron infusions due to iron deficiency anemia. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16nov2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. The heartmate 3 lvas IFU section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a pre-syncopal episode most likely secondary to gastrointestinal bleeding (gib) or anemia. Push enteroscopy performed on (B)(6) 2021 revealed actively bleeding jejunal lesion and hemostasis achieved with clipping. Upon admission the patient presented with shortness of breath (sob) and transfused with 2 units packed red blood cells (prbcs), anticoagulation held then restarted post procedural intervention. On thursday (B)(6) 2021 the patient was symptomatic with pulsitile index (pi) events with speed drops and vad speed was reduced by 100rpm to 6100rpm. No equipment was replaced, and the patient was discharged euvolemic on (B)(6) 2021 stable. The patient came for a follow up in clinic on (B)(6) 2021 getting iron infusions outpatient for iron deficiency anemia (ida).